Event description:
It was reported that the pump running symbol on the system controller could hardly be seen. No alarms occurred. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.